Event description:
Surgeon was performing a laparoscopic cholecystectomy. During the case the surgeon used a clip applier. The clip applier was used appropriately during the case. After the clip applier was deployed a piece of metal from the side of the applier came loose and fell into the surgical cavity. The surgeon was able to locate and remove the piece of metal with the use of a laparoscopic grasper. There were no changes to the patient's procedure due to the piece of metal. The surgeon was able to proceed with the rest of the surgery as planned. No harm came to the patient due to the piece of metal.